Manufacturer narrative:
This report is submitted on december 23, 2021.

Event description:
Per the clinic, the patient experienced an electrode migration due to a cholesteatoma. The device was explanted on (B)(6) 2021 (date unknown). It is unknown if the patient was re-implanted with another device. Further information is being sought from the clinic.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on march 16, 2022.

Manufacturer narrative:
Further information indicated that the electrode had extruded into the external ear canal. This report is submitted on january 13, 2022.